Event description:
On 14/aug/2024 it was reported that this male peritoneal dialysis (pd) patient was in the hospital with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain with vomiting and dizziness on 05/aug/2024. Additionally, the patient¿s blood pressure was low, and the patient could not stay awake. The patient¿s spouse contacted the pdrn who advised to go to the emergency room (ER). The spouse called 911 and emergency medical services (ems) transported the patient to the hospital. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was drawn. The patient¿s white blood cell count was 1531. The culture resulted positive for staphylococcus aureus. The patient was initiated on antibiotics and has been on a regimen with intravenous (IV) and intraperitoneal (ip) vancomycin, IV ancef, IV cefepime, IV linezolid, and IV zosyn (dose, frequency, and duration not provided). During the hospitalization, the patient was diagnosed with additional medical conditions. The patient began having metabolic encephalopathy with dysphagia and was sent for an esophagogastroduodenoscopy (egd). After the egd, the patient began to aspirate which resulted in acute respiratory failure. Additionally, the patient was diagnosed with sepsis, dysphagia with aspiration, and diverticulosis (new diagnosis). The etiology of the sepsis is unknown; however, the patient¿s blood cultures (unknown date) grew the same organism as the pd cultures (staphylococcus aureus). Subsequently, the patient was also diagnosed with a hiatal hernia. The cause of the hernia is unknown. The patient did not complain of any issues prior to the hospitalization. The patient remains hospitalized and is currently completing hemodialysis (hd) due to the pd catheter not draining properly. The patient was scheduled to have a pd catheter revision on (B)(6) 2024 to correct the draining issue instead of pulling the catheter. The cause of the peritonitis is a suspected breach in aseptic technique. The patient denies contamination and reportedly was wearing a mask. However, the patient did add heparin into the bag over the weekend (3rd or 4th aug) prior to the hospitalization and may have caused contamination during this time. The patient will likely transition to in-center hd due to the inability to perform pd related functions due to debility and lack of support at home.

Manufacturer narrative:
An event of paravalvular leak (pvl) and aortic valve regurgitation was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that the patient had significant annular calcification at the left coronary cusp (lcc) base, mild annular calcification which may have contributed to the reported event but cannot be confirmed. It was also noted that a post balloon valvuloplasty was performed but was unsuccessful. The patient had moderate central leak, requiring implantation of a non-abbott device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported aortic valve regurgitation appears to be related to procedural conditions (leaflet rupture after balloon valvuloplasty). There is no indication of a product quality issue with regards to manufacture, design, or labeling.